Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they experienced a loss or change of therapy. The device had been turned off for four months or longer because the therapy was not helping her. This was around (B)(6) of 2015. The therapy had not helped for about 2-3 years. The patient asked if the therapy could cause her to have trouble walking. She had difficulty walking in (B)(6) of 2015. The patient had a leg cramp and when she turned the implant off the leg cramp stopped, which was years ago. She would be having the device removed because she had multiple medical issues and needed therapy. The indication-for-use (IFU) was "interstim - other." No outcome, timeline of events, circumstances that led to the event, or actions/interventions taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.